Event description:
Caller reported that numbers were scrolling on the insulin pump's screen. Caller reported that this error occurred during bolus. Customer did not recall any significant events leading up to the event. Blood glucose level was 326 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No ramping, scrolling numbers or scrolling bar anomaly noted. Insulin pump received with minor scratches on display window and cracked case at display window.